Manufacturer narrative:
The device has been returned; however the investigation is not yet completed. A supplemental report will be filed upon completion. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone14.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels were not reported. The pod was worn between 24 and 36 hours on the abdomen. The patient stated they applied their pod on (B)(6) 2026, and that night the pod stopped delivering insulin. The patient's endocrinologist accessed the patient¿s glooko account and found that the patient had not been administered basal insulin for more than 24 hours. On (B)(6) 2026 at 20:00 hours the patient was found in their home unconscious covered in their own bodily fluids. The patient recalls vomiting and falling over three times. The patient specified they had bruises on their thighs and pain in their right shoulder due to the falls. The patient was unable to walk, so was taken to the emergency room and later admitted to hospital. The patient was treated with intravenous fluids and underwent a glucose tolerance test. The patient was discharged from hospital on (B)(6) 2026 and they were now in a rehabilitation facility where they must take their insulin by injection.

Manufacturer narrative:
A batch of user-initiated ios log files from the controller serial number reported in the complaint were downloaded and reviewed. Review of the ios log files found no evidence of issues with the system. Review of the patient history buffer (phb) data found that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The user's total daily insulin (tdi) was found to be 5 u. A low tdi results in a low adaptive basal rate with pulses of automated basal insulin being more spread out even while estimated glucose values are increasing. Between 03feb2026 and 04feb2026, the estimated glucose values were found to mostly tread steady, resulting in slower delivery of automated basal in line with the adaptive basal rate. When estimated glucose values increased, so did the rate of automated basal delivery. No evidence of issues with insulin delivery was observed in the available logs.